Manufacturer narrative:
Reported event: an event regarding a failed registration involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 324 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed rio registration. There were several other reported events. Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. The device was not returned for evaluation.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The robot did not pass registration inter-op. The patient was already sedated in the operating room and the case had to be canceled.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The robot did not pass registration inter-op. The patient was already sedated in the operating room and the case had to be canceled.